Manufacturer narrative:
The investigation confirmed that discordant (B)(6) results were obtained from samples from two different patients ((B)(6)) when processed on a vitros 3600 immunodiagnostic system when compared to (B)(6) results obtained from a non-vitros ahbc method and subsequent vitros ahbc testing. A definitive assignable cause could not be determined. Historical quality control results were not provided to evaluate the overall performance of vitros ahbc lot 2325 and lot 2300. However the customer indicated that they have not had any issues with quality control results for either reagent lot; the (B)(6) quality control results were (B)(6) quality control results were reactive. Therefore a reagent performance issue is not a likely contributor to the event, but cannot be ruled out with the information provided. Diagnostic within run precision testing was not performed to evaluate the performance of the vitros 3600 system. It is possible that a transient instrument performance may have contributed to the discordant reactive result, although this cannot be confirmed. Pre-analytical sample processing could not be ruled out as contributing to this event, as it is unknown if the patient sample was prepared in accordance with the tube manufacturer¿s recommendations. Additional testing to determine if a sample interferent was present in the samples was not completed by the time of this report; therefore a sample interferent that affects the vitros ahbc assay could not be ruled out. A definitive assignable cause for the event could not be determined.

Event description:
A customer observed discordant (B)(6) results from two different patients ((B)(6)) when processed on a vitros 3600 immunodiagnostic system. The results were considered discordant when compared to (B)(6) results obtained from a non-vitros ahbc method and subsequent vitros ahbc testing. Patient a sample vitros ahbc (lot 2300) result (B)(6) versus the expected (B)(6) result from a non-vitros ahbc method (abbott); subsequent vitros ahbc testing; and based on other (B)(6) viral marker (B)(6) test results. Patient b sample vitros ahbc (lot 2325) results (B)(6) versus the expected (B)(6) result from a non-vitros ahbc method (abbott); subsequent vitros (B)(6) testing; and based on other (B)(6) viral marker (B)(6) test results. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. It was not known if the vitros (B)(6) results were reported outside of the laboratory to a clinician. However, the customer stated that no treatment altered initiated or stopped based upon the discordant (B)(6) results obtained for both samples. Ortho was not made aware of any allegation of actual patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).